Manufacturer narrative:
Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, multiple samples exhibited underfill. Additionally, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, three tubes (3) underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6), e1: initial reporter facility name: (B)(6). G5: additional PMA / 510(k)#: bk050036. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, three tubes (3) underfilled. No adverse impact was reported regarding the patient or user.